Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as a very short conical aortic neck which measured 22 mm to 28 mm in diameter and 12 mm in length. It was reported that the final angiogram did not reveal a type I endoleak, however, the cardio-mems sensor detected an endoleak. The physician stated there was no evidence of an endoleak on the final angiogram. The physician elected to monitor the pt . No add'l clinal sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: (unable to see the endoleak on the angiogram). (Endoleak). Conclusion: (unable to see the endoleak on the angiogram). (Pt will be monitored).